Manufacturer narrative:
Internal file number - (B)(4). Correction - catalog number. The device was returned for analysis. The reported unstable stent was not confirmed. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy during advancement to the lesion causing the reported failure to advance. The investigation was unable to determine a conclusive cause for the reported unstable stent as the reported stent movement could not be confirmed. However, it should be noted that the device was returned with stent damage which may have been identified as stent movement and the account verified the correct device was returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following additional information was received: the correct device is a 3.50x33mm xience sierra. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous right coronary artery. A 3.0x12mm rx xience sierra stent delivery system (sds) failed to cross due to the anatomy and the stent partially dislodged but it remained on the balloon. A new unspecified xience sierra stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.